Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having high blood glucose and continuous glucose monitoring system did not warn her. Customer's blood glucose was 485 mg/dl and treated with bolus. Customer stated got meter blood glucose and cleared it; sensor glucose was 392 mg/dl with one arrow up. It was found that high predict alert was off. The customer was assisted and educated regarding sensor feature, bolus wizard and meter blood glucose now alarm. No further information provided.